Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a suture detachment was not confirmed; however, an anterior needle tip to cuff detachment was observed as evidenced by the entangled cuff and bent tabs. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of a common femoral artrey was attempted using a proglide device after an unspecified pelvic interventional procedure. Reportedly, when the physician pulled the plunger from the device body, one of the threads broke. A second proglide was successfully used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.